Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to the disengagement of the head and liner.

Manufacturer narrative:
This follow up incident was created by accident. For medwatch number: 3010536692-2018-00250, follow-up no: 00 and 01 are the initial and final reports, respectively. Follow-up no: 02 should be voided.

Event description:
Allegedly the patient was revised due to the disengagement of the head and liner.